Manufacturer narrative:
Examination was not possible, as the product was not returned. The vendor date code was not provided for MFR date. Provided info states that the product is not suspected of failing to meet specs or contributing to the event. Based on the investigation, the need for corrective action is not indicated.

Event description:
During surgery, the broach got stuck in the humerus causing a 30 min delay in surgery.